Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was fully deployed; however, the second flange was unable to release from the scope. The physician pushed the catheter and moved the scope in and out in an attempt to release the stent from the scope. The stent fully deployed in the stomach and the stent was removed from the patient using a snare. The procedure was not completed due to device availability. Reportedly, the puncture was not closed and the patient was transferred to a different provider. There were no patient complications reported as a result of this event.